Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open colectomy, some staples were unformed and other staples were malformed at the 4th firing of feea. The device was used on the colon. The target tissue was not thick, but the tissue slipped off the jaws much at the firing than usual. Because of that, the surgeon felt that the cut line was much shorter than usual. When the device was used to re-anastomose the tissue since the anastomosed site was distorted, no problem was observed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5aj0w. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one ecr60d cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.